Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device medications greyed out, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station medication appeared greyed out and could not be dispensed. The field service engineer (fse) had initially remoted into the device to troubleshoot, but the issue remained unresolved. Upon arriving onsite, the fse experienced a waiting period for an escort before retrieving keys to unlock the back panel. Several attempts to log into remote support service (rss) were unsuccessful, so the customer was asked to log into care fusion admin (cfnadmin) to confirm the failures. The fse then removed the back panel, inspected the controller boards, manually opened the drawer, and monitored the light emitting diode (led) indicators. After powering down the station, the fse removed the back of the drawer, disconnected the row board cable, and reconnected it after a few minutes. The drawer was reassembled, the bus cable was connected, and the station was powered back up. As access to cfnadmin was still not possible, the fse proceeded to recover the storage. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device medications greyed out, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.